Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room soon after implant with swelling and redness around the implant site. The patient had developed an infection. The system was explanted. No other patient symptoms were reported.